Event description:
It was reported that during the implant procedure, the implanter was pricked through their surgical glove by the extended lead helix, which had not been exercised prior to implant. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).